Event description:
Physician attempted to inject chemotherapy into port when pt complained of immediate pain. Chest x-ray taken and catheter was found to be fractured. The catheter was lying near the right atrium and was removed in the angiography suite on 7/6/96.